Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the when injecting the preloaded lens in the patient it suddenly came out really violently and actually tore the posterior capsule nasally. Additional information was requested and received stating that the surgeon was able place the lens in capsule by gentle surgical manipulation of the iol and the patient prognosis was excellent.